Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv2001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted via the right basilic vein for chemotherapy on (B)(6) 2022. During continuous infusion of blincyto (10 ml / h), leakage was found from the insertion site from the day after catheter placement. When gauze was placed in the dressing and pressed, no leakage was observed. On (B)(6)2022, when the dressing was replaced with a normal dressing, leakage was found again from the insertion site. The catheter was suspected to be damaged, so the catheter was removed and another catheter was replaced. When water was infused into the removed catheter, a very slight leakage was observed near the 32 cm depth marking on the catheter. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted via the right basilic vein for chemotherapy on (B)(6) 2022. During continuous infusion of blincyto (10 ml / h), leakage was found from the insertion site from the day after catheter placement. When gauze was placed in the dressing and pressed, no leakage was observed. On (B)(6)2022, when the dressing was replaced with a normal dressing, leakage was found again from the insertion site. The catheter was suspected to be damaged, so the catheter was removed and another catheter was replaced. When water was infused into the removed catheter, a very slight leakage was observed near the 32 cm depth marking on the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration. No leaks were observed during sustained (>15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text: evaluation findings are in section h11.